Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a highly complex interventional procedure of the circumflex coronary artery. Three stents were implanted in the lesion. During use of a balance middleweight (bmw) universal ii guide wire, the guide wire became separated and a snare was used to capture the separated portion of the guide wire. The patient was referred for observation in the intensive care unit (ICU) after the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported material separation. The treatment(s) appears to be related to the operational context of the procedure as a snare was used to capture the separated portion of the guide wire and the patient was referred for observation in the intensive care unit after the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. D9, h3: device return status updated from yes to no. E1: hospital details provided.